Event description:
It was reported that the ilet charger stopped working during use; the customer moved the charger to another outlet, observed a solid green light briefly, and then charging stopped, with the pump at approximately 50 percent charge and no visible damage noted. Symptoms included no clinical effects. Outcomes included no change in health status and no need for medical care. Investigation included customer troubleshooting and review of device use history, and a replacement charger was shipped. Investigation of this case revealed a suspected charger malfunction with inconsistent charging behavior, with the charging accessory implicated. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charger.